Event description:
It was reported that this right atrial (ra) lead possibly exhibited lead dislodgement. Health care professional (hcp) is sending patient for x-ray. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.